Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: "material #: 367290. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter, the device experienced luer adapter not connecting. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the luer adapter is getting stuck in the catheter port. Adapter tip gets stuck in catheter port steps taken with customer/troubleshooting: sent pi to customer and referred to #7 under the precautions section on page 3, stating: "do not use luer adapters for connection to indwelling catheters/ports; use a sm 367920 adapter tip gets stuck in catheter port.